Manufacturer narrative:
The device has been returned and is under evaluation. A follow up report will be submitted after evaluation is completed.

Event description:
It was reported during an aneurysm coil procedure, while repositioning the coil (x-9-28-t10-mc), there was friction with the previous placed coil. Physician then removed the coil and catheter. It was reported that two loops of the previously placed coil had come into the parent artery. Two other coils were placed in the aneurysm which kept the loops within the aneurysm. No patient injury reported.